Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was no longer working as intended. The pump was not refilling, and a fluid leak was identified. The ipp was explanted and replaced. There were no patient complications reported.